Manufacturer narrative:
Block h6: device code a06 captures the reportable event of loss of visualization inside the patient.

Event description:
It was reported to boston scientific corporation that an exalt model b single use bronchoscope, large was used during a bronchoscopy procedure to biopsy a suspected malignant left upper lobe pulmonary nodule, on (B)(6), 2023. During the procedure, after the physician passed the scope into the patient's mouth and passed the laryngeal mask airway (lma) tube, the image was lost. The exalt scope was unplugged and re-plugged. However, the image was not able to be regained. The scope was then removed and another exalt model b scope was used to complete the procedure without patient complications.